Event description:
The patient underwent the successful balloon assisted embolization of a right pericollosal aneurysm. The physician considered the procedure a technical success. Seven months post procedure, the patient under went a reintervention during in which seven additional coils were placed into the aneurysm. There was no clinical consequence to the patient. The physician did not allege the coils placed in the index procedure malfunctioned.

Manufacturer narrative:
Other for no allegation of product malfunction or non conformance contributing to the reported event.